Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced due to low impedance discovered during follow-up. The procedure was performed alongside the replacement of the pulse generator due to its elective replacement indicator. During the replacement, the atrial lead became stuck in the header of the old pulse generator. The set screw was stripped during the procedure. The atrial lead could not be detached and was capped. The patient was stable before, during, and after the procedure and would continue to be monitored.